Manufacturer narrative:
Device eval: the device has not been received for eval. A f/u report will be submitted when the eval has been completed. Eval conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported a problem with the rotator on the hemostasis valve. No harm or injury was reported.